Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) of an interlink continu-flo set, in which when an unknown secondary set was hung; the primary solution bag was lowered and hung on the hanger, medication administration started and regulated on the pump. The medication backed up into the primary bag. At first the pump was thought to be the cause of the backflow, however, the customer changed the pump, and kept the same tubing, with no difference; therefore, the alleged deficiency was against the set. The process step is during patient use; however, there was no patient injury or medical intervention reported. No additional information is available.